Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a "speaker error" message. There was no sound coming from the speaker. There was no patient involvement.